Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 311 mg/dl, 120 mg/dl, 120 mg/dl, 113 mg/dl and 124 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt light-headed prior to testing, so she tested without cleaning her hands. Reporter stated that she ate after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.